Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale on the bd micro-fine¿+ demi insulin syringe was skewed. The following information was provided by the initial reporter: "similarly, in many syringes, either the lines on the scale... Slightly crooked. Very little, but still clearly perceptibly skewed, and of course this somewhat complicates the administration of insulin. Especially when we are talking about the very small doses given to the cat in this case (0.5 units at once, 1 unit is already too much)."

Event description:
It was reported that the scale on the bd micro-fine¿+ demi insulin syringe was skewed. The following information was provided by the initial reporter: "similarly, in many syringes, either the lines on the scale... Slightly crooked. Very little, but still clearly perceptibly skewed, and of course this somewhat complicates the administration of insulin. Especially when we are talking about the very small doses given to the cat in this case (0.5 units at once, 1 unit is already too much)."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-apr-2023 h6: investigation summary customer returned three syringe 0.3ml 31g 8mm inside a zipper bag, without a polybag. The returned syringes were visually examined and observed no issues. The syringes were inspected via gauge to ensure correct placement of the graduation markings and observed the return samples found to be within permitted specifications. Also, functionally test was performed and no issues were found. A review of the device history record was completed for batch # 2157822 all inspections were performed per the applicable operations qc specifications. Based on the samples received, embecta was not able to confirm the customer¿s indicated failure. The root cause cannot be determined since the issue was not confirmed. See h10.